Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, part of an instrument flaked off and fell into the patient. The customer was able to get the flaked material out of the patient. No post operative test was needed. The customer had two instruments in the patient and was not sure which one flaked, so they pulled them both out. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved during intro operative per surgeon using new instruments. All fragments were confirmed to be retrieved by visual inspection and copious suction irrigation. There was not additional surgical procedure required to remove the fragment. There was no injury to the patient. Patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Surgeon does not know what caused the instrument / accessory to break or caused the fragment falling issue. Instrument did not collide with any other instruments or other hard material during the surgical procedure. Customer does not know if the fragment fell during an instrument tip/accessory collision. This report is for the fenestrated bipolar forceps instrument that was used during this procedure. Refer to 2955842-2024-19818 for the report for the monopolar curved scissors instrument that was used during this procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was consistent with the alleged complaint.